Manufacturer narrative:
Lot # based on additional information. An event regarding fracture involving a triathlon 1/8¿ peg drill was reported. The event was not confirmed. Method & results: -device evaluation and results: the reported device was not returned. -medical records received and evaluation: records were not provided for review. There is no indication the event is patient related. -device history review: the reported device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there have been other events for the reported lot ID. Conclusions: the exact root cause of the reported fracture cannot be determined as the device was not returned for evaluation.

Event description:
It was reported that while using 1/8 drill to pre drill triathlon tibial template, drill was a bit broken. Surgeon removed broken piece without any complication.

Event description:
It was reported that while using 1/8 drill to pre drill triathlon tibial template, drill was a bit broken. Surgeon removed broken piece without any complication.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the hospital. Additional information was requested and if it becomes available will be submitted in a supplemental report.